Manufacturer narrative:
The evaluation of the asset found the adhesive at the distal end forceps cover of the scope was peeled off. The asset was repaired and returned to asset stock. A review of the asset's repair history showed the asset was last serviced via repair on april 1, 2021. There was no issue with the adhesive. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera ii ultrasound gastro-videoscope's adhesive at the distal foreps cover peeled off. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. A root cause could not be conclusively determined; based on the physical evaluation and investigation results, the potential cause could be attributed to the following: - peeling of glue was noted to be caused by excessive force applied, e.g. Roughly rubbed, at the time of carrying, storing, performing or cleaning the device. - long-term use may have resulted the peeling of glue. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides the following: warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The legal manufacturer will continue to monitor the field performance of this device.